Event description:
A report was received that the patient¿s ipg would not hold its charge. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein new leads and ipg were implanted for better coverage. The patient was reportedly doing well. The old ipg will not be replaced. No device malfunction was suspected.

Event description:
A report was received that the patient¿s ipg would not hold its charge. The patient will undergo an ipg replacement.